Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speed was not stable. The motor was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This complaint has been recorded by zimmer biomet under b)(4). Once the investigation is complete, a follow up/final report will be submitted. Telephone number for reporter (B)(6).

Event description:
It was reported that the devices had been stopping for days and at the end it has stopped. No further information provided. No adverse events were reported as a result of this malfunction.